Manufacturer narrative:
Additional information was added to h4 and h6: h4: the lot was manufactured from may 28, 2019 - may 29, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. The vancomycin infusion was connected and the following day it was observed the device did not flow. The infusion was connected to the patient¿s PICC (peripherally inserted central catheter) line. There was no patient injury or medical intervention associated with this event. No additional information is available.